Manufacturer narrative:
Initial and final MDR (B)(4). E1: patient city- (B)(6). Patient country- united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion set fell off during use events on 08-june-2024. The insertion site was abdomen and thigh. The blood glucose level was high at the time of event therefore the patient was treated with manual injection. No further information available